Event description:
On 02/13/2023, it was reported by a sales representative via sems that a ar-1288qis-90 quadlink implant system had the incorrect size harvester. This occurred during an acl reconstruction on (B)(6) 2023 the initial cut on the quadriceps tendon measured a 9mm graft. The graft would not fit into the harvester from the kit. A ar-2386-10 10mm harvester was opened but was much too large. A ar-2386-09 9mm harvester was opened and compared to the size of the original harvester and determined to be larger. It was determined that the harvester from the ar-1288qis-90 kit was an 8mm. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).